Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a needle anomaly from the reservoir. The customer's blood glucose reading was 6.9 mmol/l. The customer stated that she could not feel a needle on the blue connecting part that connects to the insulin vial on the past 5 reservoirs. The customer stated that she is partially blind so she placed her finger there and could not feel the needle. The customer stated that the sure-t does not stick on the skin. The customer will be sent replacement reservoirs.